Event description:
No device malfunction but patient had a surgery to replace stimulation lead due to a post operative infection. This was a clinical study patient being followed with in a post approval study where the adverse event was first made know to the manufacturer on (B)(6) 2017. Parallel reporting requirement as a commercial patient was initially missed until recently.

Event description:
Follow up report: patient had complete system explant due to infection. Infection was not sterility related but rather caused by patient nicking his neck incision. Infection has resolved.